Event description:
Tibial component is internally rotated, probably about 20-25 degrees. Patellofemoral mal tracking problems and general dissatisfaction with the knee. Intervention is required and is discussed with patient.